Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient experienced a failure to alert for a hypoglycemic event. The patient stated that the day of the event they lost consciousness due to a hypoglycemic event. The continuous glucose monitor (cgm) reading would have been low, but the patient denies having heard an alert from the cgm device. Due to the symptoms the patient would have fallen onto his chair. The patient was brought to the hospital by an ambulance and was treated with glucose (route unknown). There was no documentation of further medical intervention. At the time of the report the patient stated they had back pain and pain in the left hand, 4 to 5 fingers being difficult to move. It could not be confirmed if this were related to the event, but no surgery was performed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 12/13/2024.